Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter stated that the pump emitted a loss of prime alarm. The reporter allegedly changed the pump supplies and the cartridge cap, and the warning did not recur. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
Follow-up #1 date of submission 04/04/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the black box indicated a loss of prime associated with a low, non-zero force. A loss of prime was not duplicated during testing. The force sensor calibration reading was within specifications. Unrelated to the complaint, the pump display screen appeared faded and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.